Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd and a root cause could not be determined.

Event description:
It was reported with the use of the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there was an issue with underfill.